Event description:
It was reported that the patient was undergoing a spinal cord stimulator (scs) implant procedure however the anesthesia was not able to keep the patients oxygen level stable during the procedure and was aborted. The patient was doing well post operatively. The scs lead was discarded by the medical facility.